Manufacturer narrative:
The implanting clinician stated that the patient showed no signs of infection. A new stq4-rcv-a0 (sn:(B)(4)) was implanted on (B)(6) 2021. System was/is delivering brachial plexus stimulation and is used to treat pain. Surgical issue script was completed with limited information. Several due diligence attempts were made to obtain information. Potential causes of infection include patient non-compliance/touching or picking at wound, implanting non-sterile device, and surgical (not irrigating, not using antibiotics, not implanting in sterile field, not prepping skin, inappropriate tools, multiple tunneling attempts). The cause of infection is unknown/no problem found. Additionally, infection was not confirmed to be present. Waveport complaint-(B)(4) was initiated in reference to a waa issue for this patient.

Event description:
Patient was implanted with stq4-rcv-a0, sn: (B)(4) on (B)(6) 2020. This stimulator was explanted on (B)(6) 2020, due to a reported infection.